Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed.the procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual inspection of this device revealed a bend on the push catheter approximately 2 centimeters close to the hub of the push catheter. Another bend was observed approximately 4 centimeters from the distal end of the push catheter. The suture hole on the push catheter was slightly torn. The suture was not returned for additional analysis, and the stent was observed bent along its working length. The guide catheter torn jaggedly and broke into two pieces (proximal and distal). The proximal remnant of the guide catheter was kinked, stretched and buckled while the distal remnant was only stretched and kinked. The inner guide catheter likely got stretched due to the excessive force applied by the physician in the attempt to retract the guide catheter and deploy the stent. The stent most likely became damaged at the same time as the inner guide catheter got stretched. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot

Manufacturer narrative:
(B)(6). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.